Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to medtech orthopaedic , however photos were provided for review. The photo investigation revealed that the tfna fenestrated helical blade 90 - sile was assembled with the mating device, however with the evidence provide and given that the investigation was based on a photograph the reported allegation cannot be confirmed. The tfn-advanced proximal femoral nailing system (tfna) surgical technique se_848157 rev. Af was reviewed and the following instructions for the helical blade insertion are mentioned: insert the connecting screw and thread in until it is fully captured in the helical blade impactor. The connecting screw will remain attached to the instrument. Select the appropriate helical blade length as measured. Align the back end of the helical blade with the impactor. Further, thread the connecting screw into the helical blade and finger tighten the assembly. Pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. Use light hammer blows on the back of the connecting screw until the impactor comes to a stop at the back of the guide sleeve. In the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. The helical blade must be fully inserted. Precautions: - image intensifier should be used during helical blade insertion to monitor positioning. - assure that the guide wire is in place while inserting the helical blade to prevent the cannulation from clogging, impeding an optional augmentation procedure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the tfna fenestrated helical blade 90 - sile would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedic quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during surgery, the helical blade would not advance through the tfna nail. Also, the set screw was not able to advance or retract. Surgery was delayed by 120 mins. Surgery was completed successfully and no additional intervention was required. It was unknown if there was any patient consequence/outcome.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e1 (initial reporter first name, last name). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.